Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the ICU for unrelated issues. Post-paced t-wave oversensing was noted on the ventricular channel on a stored egm. Programming changes were recommended.